Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-07277 it was reported a pericardial effusion with tamponade and subsequent death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the patient using a pigtail catheter. Upon removal of the pigtail catheter the was shifted anterior in the appendage. The was against the backwall. A 30mm watchman ® laa closure device & delivery system (wds) was advanced and the closure device was deployed. It deployed distally and the feet of the device appeared to move forward during deployment. A pericardial effusion was observed. The closure device was partially recaptured and re-deployed at the ostium of the laa. Release criteria was assessed and the device was released. The effusion was growing and subsequently tamponade occurred. Pericardiocentesis withdrew approximately 1500cc of fluid. Cardiopulmonary resuscitation was performed and the patient was also shocked multiple times. However, the patient was unable to recover and ultimately passed away.